Event description:
It was reported that the patient had a driveline communication fault. The modular cable and driveline pump cable section had rescue tape for prior damage. The patient also reported dropping their system controller. The ventricular assist device (vad) parameters were stable. The log file captured driveline communication fault alarms beginning at 0620 on (B)(6) 2025. The modular cable and controller were exchanged resolving the driveline communication fault.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted and data from the reported event date of 26jan2025 was reviewed. At 06:20:52 while connected to battery power, a driveline communication fault alarm activates due to a com_b_fault. This driveline communication fault alarm is active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.